Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Dr reported via our sales rep, that a (B)(6) female patient underwent a revision surgery. The surgeon mentioned that he stated during the revision surgery that the screw head of the xia polyaxial screw has come loose from the screw shaft. According to the surgeon's information, the patient was not impaired by this event and there was no prolongation of the surgery procedure. Further information is requested.